Event description:
It was reported to boston scientific corporation that an opti-flex retrieval basket was used during a procedure on (B)(6) 2011. The patient, identifier mm, was a (B)(6) male weighing (B)(6) (patient date of birth unknown). According to the complainant, during the ureteroscopy the handle of the device locked and the basket was unable to open to release the stone. The device and stone were removed from the patient and the procedure was completed. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed. (B)(6).

Event description:
It was reported to boston scientific corporation that an opti-flex retrieval basket was used during a procedure on (B)(6) 2011. The patient, identifier mm, was a (B)(6) male weighing (B)(6) (patient date of birth unknown). According to the complainant, during the ureteroscopy the handle of the device locked and the basket was unable to open to release the stone. The device and stone were removed from the patient and the procedure was completed. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned opti-flex retrieval basket revealed the basket was opened and the introducer was on the proximal end of the outer sheath. When the thumbwheel was actuated the basket would not close. All of the basket wires were present and attached, and would rotate when the pinch vise was turned. The outer sheath was kinked approximately 3cm from the distal end of the strain relief and adjacent to the distal end of the introducer. The handle was disassembled and the sheath was twisted for approximately 2.5mm from the distal end of the rack gear. The basket wire was partially removed with resistance from the sheath with no issues noted. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.